Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer received emergency medical assistance due to potential low blood glucose with unknown blood glucose levels at the time of the incident. The customer had an issue when changing their infusion set and accidentally administered all the insulin. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer did not speak english very well. The insulin pump will not be returned for analysis.